Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized. Treatment was not reported. It was reported the patient was scheduled to have the pd catheter removed (no further details). At the time of this report, the patient outcome was not reported. No additional information is available.